Event description:
Leaking tpn tubing found for patient's uvc, leaking at second y-site from the bottom. Fluids changed, faulty tubing given to quality and safety nurse manufacturer response for IV tubing, (brand not provided) (per site reporter). Meeting weekly or every-other-week, started meeting in 2021 regarding these leaks.